Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an iliac aneurysm and a 4.3 cm fusiform abdominal aortic aneurysm approximately seven months ago. The aortic neck angulation was 40 degrees. The left internal iliac artery was aneurysmal. The terminal aorta was narrow. The right access vessel was mildly calcified. There was mural thrombus in the right common iliac artery. The proximal neck was 19.2-22 mm in diameter and 20 mm in length. The left iliac artery was 14.6 mm in diameter and the right iliac artery was 19.7-16.2 mm in diameter. The endurant bifurcated stent graft enbf2513c145ej was implanted from the right side, a contralateral limb enlw1616c93ej from the left, an ipsilateral limb enlw1620c93ej from the right and a contralateral extension enlw1610c124ej from the left which landed in the left external iliac artery. It was reported that on an unknown date approximately one month ago, it was observed that the enlw1610c124ej had occluded. There was no evidence of twisting or kinking. Approximately three weeks ago a fem-fem bypass was performed and another manufacturer's 8 mm ptfe graft was implanted and successfully resolved the occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft occlusion). Patient's condition affected effectiveness of device (diseased vessels and narrow terminal aorta). Conclusion: device failure/lack of effectiveness related to patient condition (diseased vessels and narrow terminal aorta).